Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter (B)(4). After the venipuncture was performed, the needle was removed from the arm and a drop of blood from the same puncture was used for the meter testing. The customer touched his arm to the strip to apply the blood. The drop of blood was applied to the strip within 15 seconds of the venipuncture. The result from the venous draw tested in the laboratory with innovin reagent was 3.4 inr the result from the meter was 2.3 inr. Both results were reported, but the customer stated he felt the result of 3.4 inr was accurate the customer was not adversely affected. The therapeutic range was 2.5-3.5 inr. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer was not anemic, was not on heparin, and had no antiphospholipid antibodies. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred, retention samples were acceptable and performed as specified.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 206 inr and 3.1 inr, donor hct: 48% and 52%. Testing results: donor 1: master lot / customer strip and meter, 2.6 inr/ 2.5 inr. Donor 2: master lot / customer strip and meter, 3.2 inr/ 3.0 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.